Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the device was removed. There were no reports of device-related issues from the patient prior to the incident. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful.